Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. Failure analysis - the catheter was visually inspected, no defects noted. The catheter passed the tests for occlusion and leaks. The complaint was unconfirmed. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer could be due to a kink in the catheter or an issue with the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a bactiseal ventricular catheter (ID 823073) was implanted due to communicating and acquired hydrocephalus via ventriculoperitoneal (vp) shunt on an unspecified date with an unknown setting. It was used with certas valve (ID 828824). A shunt dysfunction was suspected due to cerebrospinal fluid (csf) flow could not be confirmed. Therefore, the valve was removed and replaced on (B)(6) 2025. Based on the additional information, it is unknown if the patient experienced any signs ang symptoms due to valve failure. The patient condition is unknown.